Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
An optometrist reported a patient experienced a corneal abrasion 3 days following lasik surgery. A bandage contact lens was inserted and topical steroid treatment was increased. Four days later the contact lens was removed and the event was resolved. The patient's comment was "good vision and comfort." Additional information has been requested.